Event description:
Pt underwent rf ablation of lung tumor in 2003. 8 days later, physician reported that pt had developed a broncho-pleural fistula with subcutaneous emphysema. Pt was admitted and the fistula closed. Pt is doing much better. On check up 6 days later, pt had some residual subcutaneous emphysema.